Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The caller reported that the shut down happened on may 25th and may 28th.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or. Similar to a product marketed in the united states.